Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: bi71000125, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. Testing revealed the motion batteries were not holding a charge under load. The batteries were replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not holding a charge. There was no patient involved.